Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads but flow remained between low and marginal. Therapy was able to be completed.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. The trim pattern was found to be within specifications and the energy connectors were free of damages and presented with a good connection on all of the pads. No manufacturing issues were noted during the evaluation of the returned set of pads. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.58 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Left thigh pad: a total of .95 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Right chest pad: a total of 2.07 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Right thigh pad: a total of 3.34 l/min m2 flow rate was registered during the test. According to the test method the flow rate was found to be out of specifications on the left and right chest pads and the left thigh pad. The right thigh pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.